Event description:
A 4.0mm diameter by 18mm length s7 stent delivery system was inserted in an attempted to direct stent a lesion in the mid-left anterior descending coronary artery. It was not possible for the stent to cross the calcified target lesion. Upon removal of the stent delivery system, the stent dislodged from the stent delivery balloon proximal to the intended lesion site. The dislodged stent then travelled to the left main where it was successfully snared and removed from the patient. The target lesion was subsequently treated with a ptca balloon and another manufacturer's deployed stent. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The target lesion not being pre-delated likely contributed to the stent not crossing the lesion.